Event description:
The patient developed a fistula near the pump pocket. The doctor treated the patient with an antibiotic. The plan was to explant the device. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: the patient was noted as not having recovered as of (B)(6) 2012. The fistula had formed around the surgery wound from which the baclofen pump was implanted. The fistula was described as being subcutaneous and had not reached the pump as of (B)(6) 2012. It was further noted that if it does reach the pump, they might consider pump replacement. Per attending physician comments on (B)(6) 2012, pus had continued to be discharged from the fistula, and subcutaneous swelling around the pump as well as systemic fever developed. In regards to treatment the following was noted: a gentacin-infused gauze was inserted into the fistula to drain the pus, and an antibiotic was being administered systemically. Also, considering pump infection, they had started to reduce the dose so that the pump can be removed. Drug delivered via the device was gabalon 207mcg/day.

Event description:
It was later reported that pump system removal surgery was performed. The dose was reduced to 96 ¿g/day on (B)(6). The pump was explanted on (B)(6) 2012. Outcome: not recovered.

Manufacturer narrative:
(B)(4).

Event description:
Additional information revealed the patient was hospitalized and the device was explanted. It was stated it was unknown if the fistula was related to the pump or the catheter. The fistula¿s location was described on the right edge of the surgical wound on the right side of abdomen. There was reportedly ¿puss¿ oozing from the site. Two and a half weeks after explant, it was said the suture was removed from the wound and the patient¿s condition showed ¿good progress.¿ an infectious lesion was detected, ¿ in the site wherein the pump system has sunk, whereby the mechanical stimulation of the pump adversely affected the subcutaneous area and the skin, leading to fistulation.¿ on (B)(6) 2012, the baclofen dosage was reduced. The patient¿s outcome was said to be ¿recovering¿.